Event description:
It was reported that the atrial lead exhibited intermittent noise and increased capture thresholds.

Event description:
The lead exhibited sensing anomaly, it was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.